Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not receiving power to the displays. They also reported that their led indicators are off. This issue occurred as their facility was testing their power generators. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is not receiving power to the displays. They also reported that their led indicators are off. This issue occurred as their facility was testing their power generators. No harm or injury was reported.

Event description:
The customer reported that the central nurse's station (cns) was not receiving power to the display, and the led indicators were not lit. This issue occurred as the facility was testing the power generators. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not receiving power to the display, and the led indicators were not lit. This issue occurred as the facility was testing the power generators. No patient harm was reported. Investigation summary: the cns main unit was getting power. The customer was advised to call their it department for assistance with power issue. After 30 minutes, the customer called back to report that the issue was resolved after the facility turned the backup generators on. There was no device malfunction. The reported problem was caused by disruption in power to the displays. Once the power was restored, the device continued to work as intended. The service history for this serial number was reviewed, and there is no history of display issues, and no recurrence history for this device.